Event description:
It was reported the patient is without stimulation due to failure to recharge the scs system for over 6 months. Reportedly, the charger did not locate the ipg thus the device is deemed inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed on (B)(6) 2015 that the patient's ipg was explanted was replaced with the same model. The procedure was without incident and the patient reported satisfactory stimulation in post-op. The issue is resolved.